Event description:
During the case the tip dislodged, and fell into the field. There were no reports of injury to pt.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. Visual inspection to the returned plasmablade 3.0s showed that the inner sliding shaft was loose from the hand piece. The root cause was likely due to fatigue failure of the weld joint between the contact slider, and inner shaft. Inspection of the lot history record did not note any anomalies during the manufacturing.